Event description:
Hcp reported patient report of symptoms of shocking. The hcp states "the patient has a lead that is broken or about ready to break". The lead is scheduled to be replaced in 2002. The hcp last had contact with the patient in 2001 and has no further information on the patient's present condition.